Manufacturer narrative:
(B)(4). Results: damaged staple height selector. The analysis results found that the ntlc75 instrument was received with no cartridge reload loaded in the instrument. The staple selector was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and support plate loose. While no conclusion could be reached as to how the staple height selector became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a trans thoracic esophagectomy procedure while reversing the firing knob post firing surgeon had faced the problem that it was not reversing as it normally does. The ntlc75 was used for 3 firings on a single patient. While doing resection surgeon was firing the ntlc75 with the cartridges but while reversing the firing knob he was facing the challenge although he is a regular user. No patient consequences reported. Procedure was completed with same like device.